Manufacturer narrative:
Added: h6 (type of investigation). Updated: h6 (component code, investigation findings, investigation conclusions). The device involved in this complaint has not been received for evaluation. However, an image was provided for investigation. Customer report of issue with the product was confirmed but it was rather broken than detached. Image showed a closeup on a flotrac housing without any pressure tubing. Flotrac housing male luer appeared completely broken from housing. Broken male luer and bonded stopcock were not visible in the photo. Cross-surface of broken luer at the flotrac housing appeared jagged. Further evaluation was performed by the engineers in the manufacturing site. The manufacturing process was assessed to determine if the reported condition could be generated during the internal assembly process. It was determined that there is no objective evidence that indicates an assignable cause associated to the manufacturing process. From previous investigations, twisted appearance of the housing male luer and resulting forceps marks evidenced on some returned units, confirmed some type of mishandling on the units, probably attempting to tighten or remove the connection. The defect is considered as an incident probably associated to mishandling of the unit outside the manufacturing process. Corrective actions were generated to address the condition of "male luer - broken "and they are being implemented in order to eliminate the cause of the non-conformity and prevent recurrence of this type of complaint.

Manufacturer narrative:
Finally, the device was received for evaluation. The report of "pressure tubing detached" was not confirmed. Flotrac housing male luer had been completely broken rather than detached. Cross-surfaces of broken luer was jagged. No other damage was observed from the kit. A broken luer could lead to a leakage. It implies a small amount of blood/fluid loss that is unlikely to result in an injury. This generally results in the need to exchange the device, which can be done with a minor delay in treatment or monitoring as such, this event is no longer considered reportable and a corrected supplemental report is being submitted.

Event description:
As reported, before use in patient, this flotrac sensor had the pressure tubing detached. Patient demographics were requested and unable to be obtained. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.